Manufacturer narrative:
Patient identifier - requested, not provided. Age and date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI - not required for this product code/ lot number combination. Implanted date: device was not implanted. Explanted date: device was not explanted. Not required for this product code/ lot number combination. The actual device was returned to the manufacturer facility for evaluation. Investigation 15-12-018. An eliminate plus lot: 150200550 was sent back. Visual inspection and microscopic inspection revealed the involved product was torn form the exit port part to the tip. Involved product eliminate: position of the tear was 7.7 cm - 8.3 cm of the tip. Length of tear was 0.6 cm. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. This report is for the first device reported. For the second and third devices reported, see mdrs 3009500972-2017-00005 and 3009500972-2017-00007. Terumo medical products (tmp)(importer) registration no. 2243441 is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer) registration no. 3009500972. Exemption number e2015021.

Event description:
The user facility reported the catheter malfunctioned. They passed the guide wire sionblue and used eliminate plus (el-g1701) for rca#2. Though there was no problem for passing through the lesion, it stacked before the lesion when they pull. When it came to pull out, the guide wire exit port of eliminate plus was split finely. After that, they placed a stent and performed aspiration by another new eliminate plus (el-g1702). When they tried to pull it out, it stuck similarly, and its exit port had turned up. After stenting, they performed thrombi aspiration using a new eliminate plus (el-g1701), the exit port problem had occurred again. The procedure was finished without problems. The patient is reported to be fine. The procedure was reported to be successful.

Manufacturer narrative:
It was initially reported: for the second and third device reported see mdrs 3009500972-2017-00005 and 3009500972-2017-00007. However, the correct information is: for the first and second device reported see mdrs: 3009500972-2017-00004 and 3009500972-2017-00005.